Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. Physical evaluation of the complaint device shows: the user's report is confirmed. The probe unit is loose and leaking. The cover glue is peeling. The image has one broken element. The elevator channel is loose. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports while preparing an evis exera ii ultrasound gastrovideoscope for use, the ultrasound tip was found to be very loose. There was no patient impact related to this occurrence. During physical evaluation of the device, the user's report was confirmed, the probe unit was loose and leaking. It was also noted the cover glue was peeling.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the forceps cover glue peeling likely occurred due to an external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 03-dec-2021. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.